Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model eg36-j10ur-us is available in the USA with a 510k number k200090. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video ultrasound scope eg36j10ur. In the event reported, it was stated that there was no video image. The event timing was in the operating room before use. The customer stated the scope is turning off the eus machine. It looks like some of the teeth are bent. Additional information was provided by the user on 11-oct-2021 stating the user reported the issue occurred during pre-inspection check. The gastroscope was removed from circulation immediately after the event occurred and the facility follows ifus. There was no adverse event reported with this complaint. The device was returned to pentax for further evaluation on service order (B)(4). The device was inspected where the user narrative was confirmed. The inspection findings are as follows: ultrasound connector body pin bent; passed dry leak test; ultrasound connector cable bumps; suction tube resistance; passed wet leak test; light carrying bundle has less than 70% transmission; air/ water socket o-ring chipped; customer complaint confirmed the device was repaired and returned to the use on delivery (B)(4). Parts replaced: o-rings and seals; us connector body; o-ring special for us connector; suction channel lg. A review of the service history indicates the device was routinely serviced at a pentax facility. On 12-oct-2021, a device history record (DHR) review for model eg36-j10ur, serial number (B)(4) was performed and the DHR review confirmed the endoscope had 1 non-conformance found during in-process inspection for board plug defect. The device was reworked for the board plug and completed manufacturing on 11nov2020 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.